Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced infusion set tubing detached from connector. Infusion set has been used for less than 1 hour. No further information available.